Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer continued to have high blood glucose of 440 mg/dl, even after supply change. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.